Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a r-wave amplitude measurement issue. Concomitant product: 5076-45, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that three days after implant, the right ventricular r-waves decreased and were low. It was found that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.